Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking catheter was unconfirmed because the problem could not be replicated. The product returned for evaluation was one 2.7fr s/l broviac central venous catheter. Usage residues were observed throughout the sample. Sutures were tied around the catheter tubing 8.7cm distal of the over-sleeve. The sample terminated 17.1cm distal of the clamping over-sleeve. Microscopic inspection of the distal tip of the sample confirmed that the tip was irregular. The surface was partially striated and partially granular. The striations suggested that the catheter was partially cut with a sharp instrument and subsequently pulled, resulting in a complete break. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks; however, pressurization of the sample revealed ballooning of the catheter tubing approximately 0.5cm distal of the intermediate tubing. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the ballooning. The observed ballooning and tensile weakness appeared to be the result of a tensile event and may have occurred during device removal. No leaks were observed, even when the sample was pressurized. Consequently this complaint is unconfirmed at this time.

Event description:
On (B)(6) 2015, per medwatch infant with bowel obstruction had broviac catheter in place for prbc infusion in 2014. After 1 hour of the prbc infusion, a blood infiltrate was allegedly noted on a right chest x-ray. Per the blood infusion transfusion slip, the prbc's were started at 12:13 and stopped at 13:35. After the chest x-ray finding, a piv was inserted for continuation of the transfusion 6mls of prbc's reportedly infused into the right chest from the broviac catheter. The broviac catheter allegedly was discontinued and a new broviac catheter was inserted without complication under fluoroscopy. Ref vol# (B)(4).

Manufacturer narrative:
The device has not been returned to the MFR at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive because the entire sample was not returned. The product returned for evaluation was one 2.7fr s/l broviac central venous catheter. Usage residues were observed throughout the sample. Sutures were tied around the catheter tubing 8.7cm distal of the over-sleeve. The sample terminated 17.1cm distal of the clamping over-sleeve. Microscopic inspection of the distal tip of the sample confirmed that the tip was irregular. The surface was partially striated and partially granular. The striations suggested that the catheter was partially cut with a sharp instrument and subsequently pulled, resulting in a complete break. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks; however, pressurization of the sample revealed ballooning of the catheter tubing approximately 0.5cm distal of the intermediate tubing. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the ballooning. The observed ballooning and tensile weakness appeared to be the result of a tensile event and may have occurred during device removal. No leaks were observed, even when the sample was pressurized; however, the length of the returned catheter suggested that the entire sample was not returned for evaluation. Consequently this complaint is inconclusive at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.